Manufacturer narrative:
The cause of the reported issue was determined to be due to age related wear and tear.

Event description:
The device was returned to stryker for service. Upon inspection, stryker observed that the device was intermittently not responding to on button presses. There was no patient use associated with the reported event.

Event description:
The device was returned to stryker for service. Upon inspection, stryker observed that the device was intermittently not responding to on button presses. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and observed that the on button was intermittently not working. After replacing the main keypad assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.